Manufacturer narrative:
Medwatch field relevant tests laboratory data has been updated with additional comparison results.

Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter with an unknown serial number when compared to a laboratory result using the chronometry stago method. The meter result was 2.5 inr and less than 3 hours later the laboratory result was 1.9 inr. The patients therapeutic range is 2.5-3.5 inr.